Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotational atherectomy procedure, a guide wire fracture occurred. The 90% stenotic lesion was located in the extremely calcified, tortuous, proximal right coronary artery (rca). The lesion was initially dilated with a 2.5x15mm balloon catheter, (manufacturer unk) twice to 16atms for 10 seconds and then dilated twice to 18atms for 10 seconds. Using ivus, the physician determined that the lesion was not fully dilated, therefore, he advanced the floppy rtw along with a 2.0mm rotaburr and ablated the lesion three times at 200,000 rpms for 25 seconds. After withdrawing the burr, the physician attempted to withdraw the floppy rtw guide wire, but it was caught in the distal av node. The physician made several attempts with multiple balloon catheters to dilate the lesion to withdraw the floppy rtw, but was unsuccessful. A 1.3x10mm balloon was inserted and dilated to 6atms for 10 seconds. The physician again attempted to withdraw the wire but the tip became stretched and then fractured. Approximately 4cm of the guide wire tip fractured off and remained in the pt. The physician attempted to snare out the retained segment but was unsuccessful. The pt was administered heparin and nor-adrenalin. Pt status is listed as "good."